Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A nurse at the customer site reported that on (B)(6) 2020 at 11:04, the intellivue mx800 patient monitor showed yellow heart rate (hr) and spo2 desaturation (desat) alarm banners, but there was no audible alarming for the patient in bed 2502a. No death or patient injury or harm was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.